Event description:
(B)(4). I suffer from daily pelvic pain, chronic fatigue, headaches, depression, painful menstrual cycles, light to heavy periods, heavy and painful cramping, loss of hair, brain fog, forgetfulness, irritable, angry, sad, daily congestion, dizziness, pain on the bottom of my heals and cyst.